Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon eval the monitor was drawing excessive current and would not power up. The c601, the adjustment capacitor for the +5.4v power supply line, was shorted to ground. The short caused the converter enable signal to stay "on". The root cause for the defective c601 capacitor could not be positively identified. No adverse event resulted from the defective capacitor. The pt was issued a replacement monitor.

Event description:
The caretaker of a (B)(6) male pt called zoll customer support to report that the pt's monitor was very hot and would not power up. The pt was issued a replacement monitor.